Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 7 days. The device was not explanted and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced left arm numbness and hypersensitivity. A CT and standard neurological exam confirmed substantial progression of a right frontoparietal intraparenchymal hemorrhage with intraventricular extension and early ventricular dilation. The patient was on aspirin and heparin at the time of the event. The patient expired on (B)(6) 2016 due to the right frontoparietal intraparenchymal hemorrhage. No further information was provided.